Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no serious patient harm or injury reported. The device was returned to a third-party service center for evaluation. Visible foam degradation was observed in the device assembly. No error codes were found in the device log history.